Manufacturer narrative:
The device was not returned to the manufacturer for analysis, however films were supplied for review. Film analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent an ankle replacement surgery. Allegedly, the tibial tray had anterior tibial subsidence. The patient underwent a revision surgery 21 months post-op.

Manufacturer narrative:
The product was not returned. Radiographic images were provided. From review of the images, it does appear that there are areas with less bone/implant interface around the tibial tray.